Event description:
It was reported that during unpacking of a 2.75x28 rx xience xpedition stent delivery system, the spiral presented separated stent struts that were bent in distinct portions, it was visually evident. The device was not used and there was no patient involvement. The procedure was completed successfully with a 2.75x28 xience prime stent and a 3.0x18 xience xpedition stent. The patient status was satisfactory. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent fracture was not confirmed. The distal end of the stent implant was stretched out past the soft tip and the distal struts were flared. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, inventory of the returned device revealed that the distal end of the stent implant was stretched out past the soft tip. There were no fractured struts noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.